Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis. The cause for the reported event remains unknown.

Event description:
The 22mm amplatzer cardiac plug (acp) was pulled back into the 13f amplatzer torqvue 45 x 45 delivery sheath (tv45x45) for repositioning when the delivery cable released from the acp. The disc was in the sheath and the lobe was still in the left atrial appendage. The acp was snared with no difficulty. The procedure was aborted and no new acp was implanted. After advancing the tv45x45 the patient experienced a sudden drop in blood pressure. After excluding a pericardial effusion, a perforation in the femoral vein near the puncture site was found. Attempts were made to seal the perforation with stents. However, surgical closure was performed immediately. The patient's haemodynamics recovered well and they were transferred to ICU in clinical stable condition.